Manufacturer narrative:
The pump was returned to animas for evaluation. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation, a cracked battery compartment was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. It was also observed that there was moisture behind the display lens.

Event description:
It was reported that the pump is intermittently unresponsive to presses of the down arrow button. It was reported that the keypad is not peeling and the pump is worn while bathing.